Event description:
It was reported that a malfunction alarm with code malf 9 occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues reoccurred.